Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," it was reported that of 1 patient with an exeter stem had "a vancouver b2 (femoral) periprosthetic fracture with well fixed cement required revision of the stem...patient with a fracture died before revision surgery could be performed."